Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infusion pump and was having problems with it protruding out from the patient¿s stomach and the catheter was really tender so it was removed. The pump was removed a couple months ago or 7-8 weeks ago, maybe in february. It was reported the pump protruding started last year around (B)(6). Whenever the patient put a seat belt on it sometimes would get hung up on it.

Event description:
It was reported the patient was in the process of having the pump and catheter removed, but the explant had not been scheduled yet. It was noted the patient¿s pump was ¿shut down,¿ but he heard random beeps alarming, which do not bother him. It was also reported where the catheter was, if there was pressure at all in that area, the ¿snap crackle, pop¿ already in his feet intensified and was very painful due to multiple back surgeries and a combination of pump surgeries (normal battery depletion and replacement for the patient's first pump). The patient was last seen by the healthcare provider (hcp) on 2013-(B)(6) and the patient was electively choosing to have the pump explanted and wanted to do a trial for an implantable neurostimulator. He does not like the idea of the medication and also the feeling he had when there was pressure on the spine by the catheter, as it increased pain in his feet. The pump was being used to deliver morphine. Additional information received reported everything was normal and there was no alarm. The patient was doing ¿ok¿ now.

Event description:
It was later reported that the patient had been using crutches and experienced several falls. The patient had a myelogram in which dye was put into the "problem area". After the patient's last fall, there were "fragments floating around". The patient's doctors wanted to do surgery to remove these fragments. The patient's pump was removed in (B)(6) 2014. It was unclear whether the patient's falls were removed before or after the pump was explanted. Details pertaining to the dye study and the fragments floating around were not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Concomitant: product ID 8596sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8731, lot# b002297n49, implanted: 2003-(B)(6). Product type catheter. (B)(4).

Event description:
It was later reported that, regarding the catheter, any pressure against it sent him into orbit and it felt like someone sticking him with a sharp point. It was further reported that nerves surrounding the circumference of the pump at times was unbelievable. The pump got hung up on a seat belt or he might pump the pump. When asked what the drug dose and concentration were at the time of the event, it was stated 0 to 10 on a scale. It was believed that the patient was at a dosage of 6.6.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), explanted: 2014 (B)(6); product type catheter product ID 8731, lot# b00 2297n49, explanted: 2014 (B)(6); product type catheter

Event description:
It was later reported that the pump and catheter were explanted on 2014 (B)(6).

Event description:
It was later reported that, in regards to the previously reported fragments floating around, there were compression fractures but no floating fragments.